Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-05-31. H.6. Investigation summary: bd received ninety-six (96) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes they coagulated immediately after collection. Eight attempts were made and no injuries were reported. The following information was provided by the initial reporter: sst tube coagulated immediate after blood collection. After blood collection the coagulation started immediate when the phlebotomist stopped the collection. She did 7 more attempt and the tubes coagulated very fast. This user is well known with the tubes. No harm on patients or staff.

Manufacturer narrative:
Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes they coagulated immediately after collection. Eight attempts were made and no injuries were reported. The following information was provided by the initial reporter: sst tube coagulated immediate after blood collection. After blood collection the coagulation started immediate when the phlebotomist stopped the collection. She did 7 more attempt and the tubes coagulated very fast. This user is well known with the tubes. No harm on patients or staff.